Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The patient reported that at one point her ins flipped. The patient had an x-ray and then they confirmed this when they opened her up. The patient also reported that the ins was moving around in her pocket site. No further complications were reported.